Event description:
Customer was admitted to hosp for high blood glucose, customer received pump and shortly after training since she started using the pump she has been hospitalized 2 times. After second hospitalization, customer had stopped using pump. Customer has been on manual injections.